Event description:
A patient underwent initial endovascular aortic repair with another manufacturer's endoprosthesis on (B)(6) 2011. The aneurysm size is 5.7 mm in diameter. Vessel morphology was reported that there was a mild tortuosity and moderate calcification in the iliac vessels and the aortic neck was 27 mm in diameter at the renal arteries and 15 mm in length. It was reported that the stent grafts were implanted without issues, the delivery catheters were removed without issues. The physician inserted a 16fr cook sheath on the ipsilateral side for the insertion of another manufacturer's balloon. The physician modeled the stent graft completely within the stent graft without issue; there was no extravasation after the removal of the delivery catheter. It was reported that when the physician removed the 16 fr cook sheath the patient's blood pressure dropped. The angiogram revealed that there was a perforation of the vessel at the junction of the internal iliac artery and the external iliac artery bifurcation. The physician believes that the vessel perforation occurred during the insertion of the 16 fr cook sheath. The trauma to the vessel was resolved with the implantation of another manufacturer's iliac stent graft.

Manufacturer narrative:
Perforation is not labeled in the IFU. No product was returned to assist in this investigation. Per specification, the check-flo introducer is inspected throughout manufacturing and again prior to shipping, confirming correct outside diameter and type of sheath tubing. The transition between the sheath and dilator are also verified. An IFU is supplied with the product and in the intended use section notes: "the product is intended for use by physicians trained and experienced in diagnostics and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed" and in the precautions section: "when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position." Without product returned to assist in this investigation, it is difficult to determine with certainty the cause of the difficulty encountered. A review of our records for this customer indicate the (B)(4) is the only 18 french sheath shipped to this customer. This investigation is based on customer shipping records. The appropriate internal personnel have been notified and we are continuing to monitor for similar complaints. Based on the results of the qera, the risk remains acceptable and therefore, no risk reduction activities will be pursued at this time.